Event description:
The manufacturer representative reported the pt lost stimulation. The therapy impedance measurement was 50 ohms. Add'l info has been requested by medtronic from the reporter regarding the reported event. A supplement MDR follow-up report will be sent to FDA if add'l info is received.